Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was reported to be constipation. The patient was hospitalized for the reported event. The treatment for peritonitis was not reported. The patient was discharged from the hospital and was reported to be recovering from peritonitis. Additional information was requested and was not available at this time. This is report 3 of 3 involved in this event.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed on potentially associated lot numbers h12l13070, h13a04047, h13b07048, h13c05032, h13d08067 and h13d30020 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. A review of all batch record documents was performed on potentially associated lot number h13e31025 with no issues noted during the manufacturing process. There were no deviations from standard procedure. An exception was noted for the batch but does not indicate any issues related to the complaint. If additional or relevant information becomes available, a supplemental report will be submitted. Same patient as (B)(4).

Manufacturer narrative:
(B)(4).